Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09929, 1627487-2019-09930. It was reported that patient's right supra orbital lead was pulled out of the extension at the ipg pocket. Diagnostics revealed high impedance on lead contact. As a result, patient underwent surgical intervention where in the lead was reconnected. Issue resolved post- operatively. It is unknown which lead is liable so both supraorbital leads are reported.